Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, product fracture at or after delivery of prosthetic restoration.

Manufacturer narrative:
Follow-up submitted to report device evaluation.